Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically error 42 on a g7 sensor. There was no adverse impact to the customer's blood glucose level. Customer received guidance from technical support for a complete pump reset, and with assistance, successfully performed the reset, after which the error code did not reappear, allowing them to start their sensor session successfully.